Event description:
It was reported that there was a reading of greater than 40,000 ohms. It was further reported that the patient was in the operating room at the time of the report and was having their device changed from a synergy to a prime device to normal battery depletion. The patient was reportedly getting good coverage and it was noted that they used a pocket adaptor. It was also reported that they were getting high impedance on electrode 2,3,6, and 7. They reportedly ¿wiped down¿ several times and have re-inserted into the other port, but they continued to see electrode 10, 11, 14, and 15 to show high. It was further noted that they tested with a multi-lead trailing cable and continued to see high on electrode 10, 11, 14, and 15. They reportedly swapped into the other port and continued to see high on 2, 3, 6, and 7. It was noted that at one point they saw electrode 6 in the low 1000 range. The patient was reportedly reprogrammed with other electrodes that showed in the normal range. It was later reported that the high impedances did not resolve and remained out of range. However, they were not necessary to provide good coverage. It was noted that an x-ray was taken just after surgery and the health care provider (hcp) decided that the leads looked intact. There was no ascertainable cause for the high impedances. There were reportedly no interventions taken outside of checking the lead and adaptor connections and cleaning and reconnecting the leads and adaptor. The patient reportedly had good therapy following the case and reported good pain coverage after programming.

Manufacturer narrative:
Concomitant products: product ID 7427, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 7495-10, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-10, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3487a-33, lot# j0124561v, implanted: (B)(6) 2001, product type lead; product ID 3487a-33, lot# j0124561v, implanted: (B)(6) 2001, product type lead; product ID 74002, serial# unknown, product type adapter; product ID 3555-31, serial# unknown, product type screening device; product ID 7427, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).